Manufacturer narrative:
This device has not been returned for analysis. Several requests have been made to have this product returned. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. Over four years later, the device was returned for analysis. When analysis is complete, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific, crm received information that this pacemaker experienced ventricular oversensing due to the non-guidant right ventricular (rv) pacing lead. The rv lead was unipolar configuration which caused the oversensing and muscle stimulation. The patient is pacer dependent and this oversensing led to syncope. No specific allegations were made against the device. During the changeout procedure, the patient experienced asystole and seizure with no neurological deficits after the case. This occured when the device and unipolar lead were removed from the pocket. The external pacing provided to the patient was not strong enough to adequately pace. As a result, the decision was made to implant a new system. The rv lead was capped and surgically abandoned and the pacemaker was explanted.